Manufacturer narrative:
Other, other text: device evaluation: sample of cadd administration sets was returned for analysis. The sample consist of two products from p/n: 21-7394-24 received in used conditions, decontaminated and with original packaging opened inside of a plastic bag. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination and no discrepancies were detected on the tubing, components, nor solvent bonds. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions; the water flowed easily through the tubing and no leakage nor water drops came out of the filter from none of the samples. According to the investigation, the customer reported problem could not be duplicated. Therefore, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No actions taken were performed since the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical administration set was leaking at the filter with both epoch and 46 hour 5-fu infusions. There were no reported adverse events.